Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA 737316 was opened on 11jul2025 to address correction. Device performance and/or risk profile are not impacted. A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist abbvie in determining a probable cause for these events. Reason for reoperation: wound dehiscence and exposure.

Event description:
Healthcare professional reported right side wound dehiscence. Healthcare professional later reported "implant is exposed", "dermatitits" and "underwent a mastopexy procedure for the implant of breast implants, which, posterior to the surgery, began to externalize. At first, it was from the mammary gland until it exposed the device at the level of the surgical wound." Device remains implanted.